Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (did not ask mg/ml at did not ask mg/day) and unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that they had a lumbar magnetic resonance imaging (MRI) yesterday and the pump has not restarted yet. The patient stated that this morning they went to give herself a bolus and it said that the machine has stalled out. The agent asked the patient if they had the pump checked prior to the MRI and the patient stated no. The patient stated that today was the first time she tried to get a bolus following the MRI. The patient mentioned that they had been having pains where the pump was since last night. The agent reviewed with the patient that an MRI could cause a tugging or heating sensation over the pump. The patient was able to successfully connect to the pump and bolus. The patient services (pss) reviewed telemetry state. The patient mentioned she did hear an alarm before calling. Additional information was from a healthcare provider (hcp) indicated that the stalled recovered, but they do not have time it recovered. The patient pain symptom was resolved.